Manufacturer narrative:
The device has been received at the manufacturer for investigation. An evaluation was conducted and the complaint could not be confirmed since the failing units were not received and failure could not be replicated with units received.

Event description:
It was reported that the tip broke off the device and fell into the surgical site. It was retrieved with forceps and the site was irrigated. A back-up tip was used to complete the procedure. There were no adverse consequences related to the event.